Event description:
Approximately one year ago, x-rays revealed the tibial post was backing out of the baseplate. The device was implanted approximately 3 1/2 years ago. The patient will require revision surgery.

Manufacturer narrative:
Summary of evaluation: device was not returned for evaluation. The lot code of the device is unobtainable. If additional info becomes available the evaluation will be reopened.